Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, after the stent was deployed, it was noted on eus that the stent had been inadvertently positioned inside the patient's pseudocyst. The physician then placed a second hot axios stent transgastric to the pseudocyst and retrieved the first axios stent with a snare. There were no patient complications as a result of this event. The patient's condition was reported to be fine.